Manufacturer narrative:
Alleged failure: tip break. Probable root cause: design. Design stackup interference. Material selection too weak to facilitate insertion/assembly of instruments. Manufacturing. Cannula, guide wire or capsule punch not manufactured to specification application. Excessive force. User unfamiliarity with device(s). The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the cannula tip broke inside joint space. All pieces were successfully retrieved.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the cannula tip broke inside joint space. All pieces were successfully retrieved.